Event description:
When removing the 20 guage nylon closed end epidural catheter. The tip broke off in the pt. Surgery was performed to remove the tip from patients back. To date pt has had no other ill effects.